Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for pre-dilatation. However, when the balloon was inflated at 6 atmospheres for 5 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. Microscopic inspection revealed a longitudinal tear in the balloon material. Review of the product specification indicating the rated burst pressure (rbp) of the complaint device was performed. With the reported information, there is no indication that the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for pre-dilatation. However, when the balloon was inflated at 6 atmospheres for 5 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.